Event description:
During a bolt (bilateral orthotopic lung transplantation) procedure, a chest tube piece broke off and was retained in the patient's abdomen, right upper quadrant. It went without notice for a month, likely due to overlapping tubes, but was eventually identified on an x-ray. During a procedure already scheduled, the surgeon also retrieved the rfb.